Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the facts obtained from the investigation, the cause could not be presumed because the inspection by the repair department was cancelled. It was determined that the device was working properly, and that the issue was attributed to a different device. Further repair for this device was deemed unnecessary, and an allegation of deficiency with this product was redacted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source had an error code of b30. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.